Manufacturer narrative:
Batch review performed on 09 january 2018: (B)(4).

Event description:
During surgery when the surgeon went to seat the insert, it wouldn't seat. The surgeon used a secondary medacta's insert which was implanted with no issue.